Event description:
Customer reported that in the pediatric unit during priming of an unspecified solution, a leak in the tubing was noted at the bottom connection inside the pump. No patient harm occurred. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.